Event description:
The surgeon reports wear of a standard hooded pe liner implanted about 10 years ago. Revision surgery was performed 10 years and 3 months after the primary surgery. All components explanted.

Manufacturer narrative:
Batch review performed on 19 june 2026 lot 156455: (B)(4) items manufactured and released on 02-feb-2016. Expiration date: 10-jan-2021. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.